Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump may be over delivering insulin. The customer¿s blood glucose level was 43 mg/dl at the time of the incident and 155 mg/dl at the time of the call. The customer reported unexplained lows for a couple of days. Troubleshooting was completed but did not resolve the issue. The customer was not disconnected during the rewind and prime process. The customer could not read the serial number label on the back of the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the delivery accuracy test. Installed a water filled reservoir, primed pump, monitored for three days, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. Device received with scratched case, pillowing keypad overlay, faded serial number label, and minor scratched lcd window.